Manufacturer narrative:
Evaluation summary: the investigation was made by pentax (B)(4). Pentax (B)(4) confirmed that there was a manufacturing sticker on the scope. Therefore there is no particular problem.

Event description:
During the storage it was detected, that there are stickers on the new and steril packed scopes. This event occurred at the time of during inspection. There was no report of patient harm.